Event description:
A 5-4 mm amplatzer duct occluder (ado) was implanted. After looking at the final angiogram it was decided to snare the ado because it was protruding into the descending aorta. The ado was attempted to be snared but after 2 hours the patient was transferred to surgery where the ado was found to have embolized into the descending aorta. The ado was successfully surgically explanted and the pda was repaired.

Manufacturer narrative:
The 5/4 mm ado was received at sjm and decontaminated. The device was examined grossly and microscopically, and was confirmed not to contain any defects or abnormalities. The device was confirmed to meet dimensional specifications when measured with a calibrated caliper. The occluder was successfully deployed from a test 5f loader without any deformations. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.